Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2011. Journal: chin j integr med. Author: min zhong-han, zhou ying, and zhang hong-mei. Title: effect of treatment based on syndrome differentiation by chinese medicine on post-traumatic elbow arthritis. Volume: 16(3), year: 2010, pages: 264-269. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Vascular injury [vascular injury]. Intra-articular infection [arthritis infective]. Allergy [hypersensitivity]. Case description: literature report was received on (B)(6) 2011 from a physician regarding multiple patients (patient birth date, onset age, age group, and sex were not provided). This report is from a literature article entitled "effect of treatment based on syndrome differentiation by chinese medicine on post-traumatic elbow arthritis." Chinese journal of integrated medicine, (min, z., shou, y., and zhang, h.). Thirty-eight patients in a control group were treated orally with glucosamine hydrochloride and celecoxib, combined with intra-articular injection of sodium hyaluronate and periarticular pain spot blocking with triamcinolone acetonide acetate injection. Adverse reactions discussed included vascular injury, intra-articular infection, and allergy. The author did not provide causality assessment.